Event description:
During a preventive maintenance check, the tech found the rear brake caster was not working or holding properly.

Manufacturer narrative:
The tech found the caster was out of adjustment. The tech adjusted the caster to repair the bed.